Manufacturer narrative:
Clinical review:there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization for fluid volume overload. However, there is no documentation to show a causal relationship between use of the cycler and the patient¿s hospitalization, nor a device malfunction or deficiency. It was reported that the patient was encountering drain complications during treatment. It is unknown if any troubleshooting was done to assess the patient clinically for proper pd catheter placement, positional issues, fibrin, or peritoneal membrane failure. Additionally, based on a review of the patient¿s complaint records, this patient has a history of non-compliance as reported by the peritoneal dialysis registered nurse (pdrn). The cause of the patient¿s drain complications and fluid overload is not confirmed. Fluid overload can be the result of any inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. Based on the limited information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s fluid volume overload with hospitalization.plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2023 for fluid overload. It was stated that the patient had previously complained of drain complications but was never issued a replacement liberty select cycler. A review of the patient¿s complaint history found several drain complication complaints from june 2023. The follow-up noted that compliance is an ongoing issue with this patient. The pd clinic team had meetings with the patient, with no behavior change. Attempts to obtain additional information were unsuccessful.